Manufacturer narrative:
The customer has not had any other problems since the service visit.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Results - device subassembly-rinse mechanism.

Event description:
The customer received questionable results on an unknown number of patient samples. Data was provided for seven patients, and of those seven, two were considered erroneous. The assay involved was ion selective electrode-sodium (na). All results are in mmol/l. Patient 1 had an original na result of 209, accompanied by a data flag. The sample was repeated and generated a repeat na result of 146. It is unknown which result was reported outside of the laboratory. It is also unknown if there was an adverse event for this patient. Patient 2 had an original na result of 182, accompanied by a data flag. The sample was repeated and generated a repeat result of 178. The repeat result was reported outside of the laboratory. The physician questioned the result and the sample was re-run. The re-run result was 142, which was reported outside of the laboratory as a corrected result. The patient was referred to the emergency room, but was not treated. There was no adverse event. The lot number for the na electrode in use was not provided. The field service representative found detergent dispense from the rinse mechanism was overflowing intermittently. He adjusted the detergent dispense and performed a flow path cleaning. The customer recalibrated and ran qc successfully.